Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Following cbct acquisition and post shift generation, intermittently, the table fails to shift in either lateral or longitudinal axis. Customer states that preset indication on the linac console (i.e. Position delay window) will not highlight in yellow when preset applied even when shift is accurately made. Presently the customer is verifying the shift successfully by comparison to the hardcopy shift sheet. Occurrence is frequency 1-3 times per week. For investigational purposes, we have asked the customer to perform a savelog process. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical) there has been no mistreatment or injury reported. If the table does not perform intended shifts to the correct position for treatment, the dose may potentially be delivered to the wrong location. This may potentially result in a serious injury. Probability: b (improbable) according to the complaint description the mismatch of the table position is indicated on the control console. If the table position is within tolerance, the linac console will not highlight in yellow. No other products are affected.